Event description:
Philips received a complaint from a customer that the block in the patient treatment plan did not flip when utilizing the copy and oppose functionality.

Manufacturer narrative:
(B)(4). The investigation determined that the copy and oppose problem reported is not a pinnacle 3 software defect. After review of the transcripts it was determined that after copy and oppose had taken place, the ap (anterior-posterior) beam was modified and the jaws changed. The appropriate warnings were provided and acknowledged by the user when jaw positions changed. After the changes to the ap beam occured, there was no further modification to the pa (posterior-anterior) beam in order to make the beam match. Copy and oppose did not take place again prior to exporting the plan. Pinnacle performed as intended. This issue is a result of use error.